Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was flying in an airplane. Customer was unable to clear the alarm upon landing. Customer's blood glucose level was 338 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.